Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the unit observed a broken warranty seal, damaged bezel, paint was rusted off the lid, rusted lid screws and the fan vent on the chassis was rusted. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. Due to extensive rust on the exterior of the unit the device was opened and found no rust or fluid spill marks inside the device. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during the arthroscopy procedure the coblator was not working properly. No delay and no back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.